Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning normally. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the camera monitor was displaying "no video detected" and then showing "unable to connect to ip". The camera had lights and remained connected. The site noted that they were seeing the pcoip splash screen and that the video connection did not reconnect. The site then shut the system down and noted that they had to force shutdown the camera cart. A clinical specialist (cs) went to the site with replacement parts but after having a discussion with the site staff it was determined that there was no issue with the system. The failures that the site was observing were part of the normal boot up sequence of the system. The site was not waiting long enough for the system to become operational before shutting it down thinking the issue was permanent. Additionally, the site was also troubleshooting video export issues due to their own equipment while also experiencing this issue which further aggravated the situation. There was no patient involvement.